Event description:
During a colon resection procedure in the proximal sigmoid, the end to end anastomosis stapler was fired, however, did not appear to be fired completely, so was refired a second time. Upon removal of the anvil, the rings were not complete and inspection revealed the staples to be holding posteriorly but not anteriorly. The anastomosis was finally completed anteriorly with sutures. A moderate amount of bleeding occurred requiring transfusion of blood post-op.